Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon was inserting a 13.2mm vticmo13.2 implantable collamer lens, -14.50/+1.5/177 (sphere/cylinder/axis), and the lens tore during delivery. There was no patient contact or injury. The lens was replaced with another same model/length lens on (B)(6) 2020 and the problem was resolved. Cause of the event was unknown.